Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the device was explanted due to an unspecified infection. The patient has not been reimplanted with a new device as of the date of this report.